Event description:
Patient reports she had 2 cadd cassettes that leaked over the weekend, looks like the leaking was where the blue tab sets when it is on top the cassette. No further details provided.